Event description:
The customer reported that while the iap was in use on a patient, upon start-up, the iabp generated a "disconnect" alarm. The customer was unable to zero invasive blood pressure. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He found that there could have been a possible issue with the customers ibp cable. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).